Event description:
New information received notes the lead was explanted.

Event description:
It was reported that externalized conductors were observed via diagnostic imaging. Electrical function was tested and no anomalies were detected. Monitoring will continue.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 7.4-11.6cm and 12.4-15.2cm from the helix. Internal insluation abrasion was noted at 28.2-28.7cm and 32.1-32.5cm from the helix. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.